Manufacturer narrative:
The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: based on the 3d and 2d measurements performed preoperatively, the surgeon selected the web device (model: w5-7-4) for the procedure. A 6f x 105 cm guiding catheter was used, and a 17-series microcatheter was navigated to the aneurysm under the guidance of a guidewire. The web w5-7-4 was then unpacked and delivered, which was successfully deployed inside the aneurysm. Intraoperative observation confirmed that the device caused no impairment to the blood flow of the branch vessels, and the surgeon proceeded with the detachment process. After several attempts at detachment, the procedure failed. Inspection revealed a fracture at the junction between the detachment zone and the delivery rod. The surgeon then retrieved the web device using the 6f guiding catheter, and the retrieval was successful with no residual device left in the patient and no adverse impact on the patient. Following close observation and comprehensive evaluation of the patient, the surgeon opted to implant an alternative web device (model: w5-7-3). The device achieved complete occlusion of the aneurysm neck. The patient remained conscious postoperatively, and the surgery was successfully completed. The reported web w5-7-4 was not detached. The reported web w5-7-4 was not detached after multiple attempts. The web was broken into two parts. When the broken problem was found, the web implant was in the aneurysm but not detached, the surgeon used the 6f middle catheter to retrieve the web implant successfully, no snare was used. Patient is fine.

Manufacturer narrative:
Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The investigation of the returned web system found the pusher overcoil kinked and damaged at the middle section, and the pusher hypotube kinked at the proximal end and broken at the hypotube-to-connector junction, which is consistent with the condition described in the reported event. However, due to the broken pusher, the investigation could not perform electrical continuity and resistance testing to further assess the alleged detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strengths.

Event description:
No additional information received regarding the event.